Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in february 2012 and performed to specification up to the (B)(6) 2015. Multiple manual power ups mainly of 10 minutes duration were observed in the device memory on the (B)(6) 2015 and the last log entry on the (B)(6) 2016. Investigation found the reported fault may be attributed to membrane failure. The ten minute time outs recorded would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.